Manufacturer narrative:
The t:slim g4 pump user guide states: do not expose your system to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your system should not be exposed to them. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (281 mg/dl).the customer stated that a manual injection would be taken to stabilize bg level. Reportedly, the customer had gone through a full body scanner on (B)(6). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.